Event description:
An article titled, intraoperative accuracy of a point-of-care glucose meter compared with simultaneous central laboratory measurements from journal of diabetes science and technology volume 6, issue 3, (B)(6) 2012 reports 5 patient comparisons were in zone c and 1 patient comparison was in zone d. The article reports that the inform system was used to test the patients in comparison to the lab and that the results were obtained by testing patient whole blood samples within 5 minutes of a lab sample being collected. There were not specific results given except for 2 comparisons. For comparison 1, the inform system result was 155 mg/dl versus a lab result of 44 mg/dl. For comparison 2, the inform system result was 196 mg/dl versus the lab result of 74 mg/dl. Other than these 2 specific examples of comparisons, a range of results for the inform was provided as 48-537 mg/dl and for the lab was provided as 44-502 mg/dl. The article does not indicate if there were adverse events or additional treatment required based on the comparisons observed for study. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
The system information and specific patient information is unknown for this report, so it is unclear if more than 1 system was used or if the reported results were on different patients. The article did not provide a contact phone number to follow up with the authors regarding the article, so this information is unknown.

Manufacturer narrative:
The system information and specific patient information is unknown for this report, so it is unclear if more than 1 system was used or if the reported results were on different patients. The article did not provide a contact phone number to follow up with the authors regarding the article, so this information is unknown. (B)(4).